Manufacturer narrative:
The field service representative (fsr) was dispatched and performed probe precision tests, reviewed instrument logs and observed an issue with the bhcg carryover, performed decontamination procedures with a passing carryover test. No reoccurrence of bhcg carryover has been observed since the fsr site visit. The fsr determined the bhcg result issue was cause by carryover from the stat probe which was contaminated/dirty. The issue was resolved by the fsr performing as needed maintenance procedure, flush fluids. The architect isr07687 result log was reviewed and confirmed the initial stat bhcg (assay ID 30) results as specified in the complaint text for sample identification (sid) (B)(4). The result log shows these samples were retested for routine bhcg (assay ID 651) instead of stat bhcg, and all the results were <7000.00 miu/ml (dilution 1:15). Additionally, the result comments confirmed that serum samples were used for the stat bhcg testing. A review of the 12 month search for similar complaints did not identify an adverse trend of the probe. A review of the architect product monitoring identified no trigger associated with the architect i2000sr erratic result rate with no trends were identified for the i2000sr. The bhcg package inserts address sample handling/ performance characteristics, including the recommendation of plasma samples for stat testing. The package insert also addresses how a displayed result of < 7000.00 miu/ml (1:15 automated dilution protocol) indicates the need to retest the sample at a lower dilution or undiluted. The result and interpretation should not be reported. The architect system operations manual provides information regarding troubleshooting of the described issue. Probable causes and corrective actions for erratic assay results include but are not limited to: the probe is dirty or partially clogged with the corresponding corrective action of performing as needed maintenance procedure, flush fluids. The architect i2000sr is performing acceptably.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive bhcg results on 7 patients who repeated negative when processing on the architect i2000sr analyzer. No impact to patient management was reported. Data provided: (B)(6), initial positive architect bhcg of 64.2 miu/ml, repeat negative of <1.2 miu/ml. (B)(6), initial positive architect bhcg of 53.3 miu/ml, repeat negative of <1.2 miu/ml. (B)(6), initial positive architect bhcg of 25 miu/ml, repeat negative of <1.2 miu/ml. (B)(6), initial positive architect bhcg of 52.1miu/ml, repeat negative of <1.2 miu/ml. (B)(6), initial positive architect bhcg of 86.1miu/ml, repeat negative of <1.2 miu/ml. (B)(6), initial positive architect bhcg of 61.0 miu/ml, repeat negative of 4.5 miu/ml. (B)(6), initial positive architect bhcg of 65.4 miu/ml, repeat negative of <1.2 miu/ml.